Manufacturer narrative:
The reported event of high current drain measurement was confirmed. Based on the provided information, the presented high current was due to an inappropriate handling of the high output event resulting in an incorrect calculation.

Event description:
It was reported that a diagnostic anomaly resulting in decreased battery capacity and increased current drain was observed on the device. Abbott technical support reviewed the event and alleged the battery voltage and current trends were normal despite the anomaly. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.